Manufacturer narrative:
The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak implant that infiltrated to the lymph nodes"

Event description:
Patient reports unknown side "has a leak implant that infiltrated to the lymph nodes". Device remains implanted.